Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. Subsequently there was a lead safety switch and the lead remained in unipolar sensing. There were multiple inappropriate atrial tachy response (atr) events due to noise. Capture could not be confirmed for the ra lead. Technical services suggested performing lead testing with isometrics and recommended replacing the pacemaker along with the leads. This ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.